Event description:
It was reported that the patient presented in clinic for a follow up. It was noted that the right ventricular (rv) lead exhibited loss of capture. The rv lead was explanted and replaced. The patient was stable throughout.